Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery incorrectly displayed issue was verified; however, the battery not charging issue could not be verified.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery gauge was inaccurate and a power source alert occurred while charging battery. The battery could not be charged. Customer's blood glucose was 108-216 mg/dl. Customer reverted to using another pump for insulin therapy.